Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted by analysis. Analysis found no anomaly of the display ramping on its own. The insulin pump was received with a cracked case at the display window corners and minor scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 271 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.